Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the device was received at service center and evaluated. The defects reported by the customer have been verified and repaired using the measures listed in the "proof of repair". Motor does not turn: motor replaced. Defective drill mounting mechanism replaced. Short circuit in the motor cable - motor cable replaced. Resistance value out of specs: hand control set replaced. Keyboard pcb corroded, hand control set replaced. "Micro": preventive replacement of o-rings performed acc. To service manual. Unit cleaned. Functional test performed. Hipot test completed. Electrical safety test acc. To iec 60601-1 completed. Functional test acc. To test procedure completed. Safety test checklist enclosed. As per the input check report the motor doesn't run ,hence motor replaced. The locking ring doesn't close and there is short circuit in the motor cable and motor cable replaced. Therefore corroded motor was the root cause for reported failure. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(4) that the micro tornado hp w handcontrol device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the device had a defective drill mounting mechanism and a short circuit in its motor cable. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown, but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.